Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the pacemaker exhibited far r wave oversensing causing inappropriate mode switches. No interventions were performed. There were no patient consequences.